Event description:
Tpn per baxter 6060 pump with tubing 2m9858 lot # r04k15267 overinfused with tpn. Ran out 1 hour early. Duplicated in home care office. Added 40 more ml and still ran out 1 hour early.